Manufacturer narrative:
Pump was monitored for 3 days. Pump passed displacement test and selftest. No unexpected beep during testing. Pump was received with broken battery cap, cracked battery tube threads, scratched lcd window, and cracked reservoir tube lip. Pump had intermittent button response during testing due to moisture damage on keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 174 mg/dl. Troubleshooting was not performed. The device was returned for analysis.